Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the device responds to various conditions with a shut-down of automatic ventilation to protect the patient from potentially hazardous output, and not all of these are related to component malfunction. For example, if pressure is being applied to the patient's chest in a moment when the ventilator applies a breathing hub, this can lead to a fast rise in airway pressure and trigger an abortion of the breathing hub; depending on the duration of the high-pressure condition the device may post a vent fail alarm. If this is scenario is indeed the reason for the reported observation, it would maybe also explain why the hospital did not involve the local dräger s&s. Then there is no issue with the device which would require repair or correction. Dräger has also received reports in the past in which users perceived the effects of a suddenly occurring leakage in the patient circuit as a ventilator failure when there is no flow at the patient opening because the volume applied by the ventilator escapes to ambient. Other root causes for the event may apply as well. The device was in operation for 12 years now, status of preventive maintenance and repairs is not known. A wear-and-tear related malfunction after such long time of use would be plausible. If not done yet, the device shall be inspected by authorized service personnel and repaired if necessary. The risk associated to a malfunction of automatic ventilation during use is under control. The device is equipped with an integrated manual breathing bag, and its design allows manual ventilation support including dosage of volatile anesthetics even in complete switch-off state. The workstation must be operated under constant supervision of a trained user who will immediately recognize the cessation of automatic ventilation; patient gas monitoring is mandatory for anesthetic procedures.

Event description:
It was reported in an ufr that the anesthesia workstation suddenly stopped automatic ventilation during a surgical procedure. As per report, the anesthesiologist immediately switched to a back-up device by means of which the surgery could be completed; no health consequences for the patient have reportedly occurred.